Manufacturer narrative:
(B) (4). Fisher & paykel healthcare has requested further info from the customer regarding the complaint device. We will provide a follow-up report upon receipt of the requested info and completion of our investigation.

Event description:
A hospital in (B) (6) reported that hairline cracks were found in the casing of an iw910jeu mobile infant warmer heater head. No pt consequence was reported.